Manufacturer narrative:
Section d product information has been updated, as well as g1 manufacturing site and g4. The investigation did not identify a product problem. The root cause of the event could not be determined.

Manufacturer narrative:
The analyzer serial number is (B)(4). The field service engineer (fse) checked and cleaned various parts of the analyzer, and replaced syringe tips, the in-line and external water filters, the internal water container, and the lamp. Qc was performed successfully. The investigation is ongoing.

Event description:
There was an allegation of questionable a1c-2 tina-quant hemoglobin a1c gen.2 results for 1 patient sample on a cobas integra 400 plus analyzer. The initial result was 10.4%. The customer questioned the result as it did not match the patient's clinical picture which prompted them to repeat the sample. The sample was repeated on a c501 analyzer and the result was 6.0%. The repeat result was deemed correct.